Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated she did not remember all details as the event happened a year ago. On the day of the event, her husband called the emergencies, as she thought she was having a heart attack, and was feeling hyperglycemic. When the patient arrived at the hospital, she had lost consciousness and was in a "coma". When a fingerstick was taken the blood glucose reading was 491 mg/dl. No cgm reading was reported from that moment, but the patient stated that the cgm was inaccurate. The patient was treated with insulin and stayed in the hospital for a total of 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. The patient confirmed she did not experience a heart attack, but felt like she was going to have one. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.